Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx2363 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was found to have ¿crimps¿ or ¿kinks¿ in the tubing placing it again at high risk for failure. No other information was provided.